Manufacturer narrative:
Corrected data: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that both leads were explanted but not replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33406. It was reported stimulation was auto reducing. Diagnostics indicated high impedance readings. Reprogramming was initially able to provide effective therapy. However, the patient later began to experience ineffective therapy and diagnostics again indicated high impedance readings. The leads were replaced to address the issue.